Event description:
--

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), right atrial (ra) and right ventricular (rv) lead exhibited noise with deep inhalation and exertion. The noise was oversensing resulting in 2-3 seconds of pacing inhibition. Boston scientific technical services (ts) discussed programming options. Programming changes were made and the physician will continue to monitor. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the crt-d, ra and rv leads were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of set screw marks on the lead terminal pin, the lead insulation was bunched, the outer insulation was braided and the proximal end of the distal spring was separated from the lead body insulation. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not confirm the reported observations and concluded that the damage to the insulation was consistent with lead on lead contact.